Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Upon an attempt to retrieve a large stone that was too big to fit through the sheath, the physician pulled on the stone with the extractor and one of the wires broke. The procedure was rescheduled. A section of the device did not remain inside the patient's body.